Event description:
In 2005, I had an ans dorsal column spinal stimulaor placed for chronic pain. Seven mos later, I had began experiencing shocks up left side of back and down left arm. The electrode and stimulator were removed and replaced with the same product 2 mos later. It was determined that the electrode was broken. Eight mos later, I began experiencing similar symptoms to the first event. I saw my md the next day and x-rays and impedance tests show one more time a fractured lead. My only treatment option to have the lead/electrode replaced one more time. I am concerned about the efficacy of this product, but have no other real choice but to have it replaced. Ans will pay for the electrode but deny any responsibility for the product as I was orignially told that the electrode should be good for life and that the batteries were the only thing requiring replacement.